Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to the bile duct to treat a stricture measuring approximately 11 mm caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed around (B)(6) 2025. The patient's anatomy was dilated prior to stent placement. Two months post procedure, during a follow up examination, it was found that the stent had migrated into the duodenum. The migrated stent was removed on the same day using forceps. The procedure was then completed using another device of the same type. There were no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block e1 initial reported address: (B)(6). Block h6: imdrf device code a010402 captures the reportable event of stent migration.